Event description:
It was reported that the wake button was intermittently delayed in responding to touch. Customer¿s blood glucose level was between 250-300 mg/dl. Customer continued to use the pump for insulin therapy.